Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the gas loss. Fault code 55, recommending the software be reloaded, were found in the logs. The stm attempted to reload the software but it would not reload. The stm later returned with parts to correct the software loading. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a rapid gas loss. It is unknown under which circumstances this event occurred; however, there was no patient harm and no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a rapid gas loss. It is unknown if there was any patient harm/injury; however there was no adverse event reported.